Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument was not moving well. Even after reapplying the drape and placing the arm on the other arm, it was said that it still did not moving as intended. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis replicated and confirmed the customer reported complaint. The instrument was found to have blade damage at the base of the blade. Both blade edges were indented. The blade indentation did cause the cut test failure. The scissors did not cut cleanly through the ¿0-silk¿ suture. The suture got smashed between the blades and required multiple attempts to cut completely through. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. Probable root cause of defective mechanical indentations and burrs is attributed to use-related damage when attempting to cut incompatible material, such as hard objects like bone or cartilage, or from mishandling or misusing the instrument.